Event description:
T was reported that during a superficial femoral artery procedure, the stent scrunched up during deployment. A total of 3 stents of the same size were placed to cover the entire superficial femoral artery by using force, the 2nd dr was able to visualize the stent scrunching/accordianing when exiting the delivery catheter. The other 2 stents were deployed without incident & no intervention was performed on the 2nd stent.